Manufacturer narrative:
The reported over infusion issue was not confirmed. The device was found to have a flow rate accuracy of -2.41%, which was within +/- the 5% specification. The device was tested and performed within all specifications on 11/30/2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 08/31/2016.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00317).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an over infusion issue with the device on (B)(6) 2017. Zyno medical's customer service representative followed up with the reporter on (B)(6) 2017 and obtained more information regarding the event. The device was over infusing during patient usage. No patient injury or harm occurred for this case. The date of event and the parameters of the infusion are unknown.